Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece measuring 52.3 cm was returned for analysis. An external insulation abrasion was noted at 46.7 - 47 cm from the connector pin, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.